Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that the unit was missing the screws from the back case. The customer reported that it did not allow performance tests to be completed because when it is turned on for operation, the system is blocked and the screen fails e433. The issue was found during an unspecified diagnostic procedure. The procedure was completed using the subject device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to problems with the generator board. Olympus will continue to monitor field performance for this device.